Event description:
Customer called to report that there was a hair in the mixing syringe accompanying floseal nt. The hair was noticed upon opening the product kit and there was no pt impact. The customer reported that the pt was not present, and that the surgery was successfully completed using a second floseal kit.